Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported during implantation of an intraocular lens (iol) the scratch on the lens. There was no patient contact. Procedure was completed and product is available for return. Additional information was requested and received scratch was noted upon implanting the lens. Surgeon was able to remove lens and replace with same model. No patient harm.

Manufacturer narrative:
Only the lens case lid, extra label set, and carton were returned. The lens was not returned for evaluation. The account indicated, the use of a qualified associated cartridge and handpiece. The viscoelastic indicated, is not qualified for the lens/cartridge combination used. The file indicated, the use of a qualified associated cartridge and handpiece. The root cause for the reported complaint may be related to a failure to follow the IFU(instructions for use). The viscoelastic indicated, is not qualified for the lens/company product combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications, during the implantation process. The product has not been received to evaluate. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4).